Event description:
(B)(6) 2012 - patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. The complaint has been reopened because product information has been received which may change the investigation for the stem.

Event description:
Litigation papers allege the following: since the surgical implantation of the asr acetabular system into his left hip, patient has suffered symptoms including, but not limited to persistent left hip and knee pain, swelling, inflammation, infection, and limited mobility. Due to the persistent hip pain, patient underwent an attempted left hip revision surgery on (B)(6) 2011. Due to severe infection found during the surgery, a revision was not possible at that time. Two weeks later, patient underwent a revision surgery. Update: (B)(6) 2012 - medical records were received. It appears patient was revised and all implants were removed and spacers were inserted prior to (B)(6) 2011. On (B)(6) 2011 the spacers were removed and new devices were implanted.

Manufacturer narrative:
The report states: litigation papers allege the following: since the surgical implantation of the asr acetabular system into his left hip, patient has suffered symptoms including, but not limited to persistent left hip and knee pain, swelling, inflammation, infection, and limited mobility. Due to the persistent hip pain, patient underwent an attempted left hip revision surgery on (B)(6) 2011. Due to severe infection found during the surgery, a revision was not possible at that time. Two weeks later, patient underwent a revision surgery. Doi: (B)(6) 2009; dor: (B)(6) 2011 (left side). (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.